Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads. Intermittent button response noted during testing due to flattened dome switch on the esc and act buttons. Connector was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that battery compartment was cracked. The customer¿s blood glucose level was unknown. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.